Manufacturer narrative:
The following devices were also listed in this report: triathlon #3 cs allpoly 9mm; cat#5534a309; lot# 247391. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience it was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available

Event description:
It was reported through the submission of a revision implant sheet that patient's left knee was revised. A size 3 left cr femur and 3x9 all poly cs tibia was revised to a triathlon ts knee construct including 2 stems and 6 augments.

Event description:
It was reported through the submission of a revision implant sheet that patient's left knee was revised. A size 3 left cr femur and 3x9 all poly cs tibia was revised to a triathlon ts knee construct including 2 stems and 6 augments.

Manufacturer narrative:
An event regarding revision involving a triathlon femoral component was reported. A revision implant sheet was provided which confirmed the revision surgery occurred. Method & results: -product evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were returned for review. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.